Manufacturer narrative:
Reported event: an event regarding altr/abnormal ion level and corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "patient complaint of revision for trunnionosis and recall of implant. At surgery some evidence of corrosion products noted but the trunnion was intact and only the head revised. Apparently, the patient had undergone a left revision for catastrophic failure of the trunnion. No medical records outside of the left revision op note were provided. No radiographs, MRI or laboratory reports were provided for review. Event confirmation: a left revision hip can be confirmed. Pain, altr, increased metal ions and/or device recall cannot be confirmed. Root cause: the root cause of the revision was reported as pain secondary to trunnionoisis. The root cause of the other allegations cannot be established as the events cannot be confirmed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain, corrosion and altr. A review of the provided medical records by a clinical consultant indicated: "patient complaint of revision for trunnionosis and recall of implant. At surgery some evidence of corrosion products noted but the trunnion was intact and only the head revised. Apparently, the patient had undergone a left revision for catastrophic failure of the trunnion. No medical records outside of the left revision op note were provided. No radiographs, MRI or laboratory reports were provided for review. Event confirmation: a left revision hip can be confirmed. Pain, altr, increased metal ions and/or device recall cannot be confirmed. Root cause: the root cause of the revision was reported as pain secondary to trunnionoisis. The root cause of the other allegations cannot be established as the events cannot be confirmed.". The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on (B)(6) 2007 and was revised on (B)(6) 2019 due to painful right total hip arthroplasty, corrosion at the head/neck junction with adverse local tissue reaction, and device recall.